Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge in an attempt to resolve the issue, however, customer declined further troubleshooting with tandem technical support. Multiple attempts were made to follow up with customer, but no response was received. Customer¿s blood glucose level was 133 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.